Event description:
It was reported that there was artifact in the image produced by the 9800 sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified debris on the camera lens. Camera lens cleaned. The sys was tested and found to be working as intended and placed back into svc.